Event description:
It was alleged that during a shoulder arthroscopy the valve came off the sealing cap and fell into the pt. The unit was removed from the joint with no injury to the pt.

Event description:
It was alleged that during a shoulder arthroscopy the valve came off the sealing cap and fell into the pt. The unit was removed from the joint with no injury to the pt.